Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, while attempting to insert a sep8 through an indigo aspiration system catheter 8 (cat8) rotating hemostasis valve (rhv), the physician inadvertently bent the distal tip of the sep8. Therefore, the sep8 was removed. The procedure was completed using a new sep8 and the same cat8 without any issue. There was no report of an adverse effect to the patient.